Event description:
It was reported that battery depleted rapidly on device. There was no reported impact to the customer¿s blood glucose level. Customer declined further inquiry or assistance, cts could not obtain additional information, and no further action was required.